Manufacturer narrative:
An ultra fast fix needle delivery system device arrived with one set of documentation. The complaint is for the reported failure: ¿when used the ultra fast fix, t2 was reported premature detachment. All t's were removed¿. This device is used and has surgical matter attached. The blue split cannula was not returned. The depth limiter was returned attached and trimmed. The suture and anchors were returned, but freed from the device. The normal distance between the anchors has been shortened which indicates that they have been cinched. Anchor placement distance or unintended cinching can inhibit proper function of the anchors. There is no apparent damage to the delivery needle. The manual advancement of the actuator lever, advancement of anchors and their stripping off are user controlled actions. This device had the lever and actuator fully advanced. Functional test indicated that the manual advancement of the actuator performs properly. No mechanical problem was found with the device returned.

Event description:
It was reported that on (B)(6) 2017, during a surgery in (B)(6) hospital, when used the ultra fast-fix, t2 was reported premature detachment.